Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the dicom settings on the navigation system were updated to accommodate the images used by the site.

Event description:
Medtronic received information that, while in a cranial resection, the computed tomography (CT) images transferred via network were dark. Adjustment of the thresholding did not restore. The patient was draped and the site elected to continue with the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.